Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it would not run. Therefore, the reported condition was confirmed. It was determined that the trigger components and internal components (gear and bearings) were corroded, electronic control unit wire insulation was cracked, and electric motor was not functional. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery drive device was broken and not working. The reporter stated that the device was not working like it normally did in the past. There were no delays to the surgical procedure. According to the reporter, a spare device was not needed to complete the procedure. The procedure was successfully completed with the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.